Event description:
It was reported that during npwt, when the dressing was exchanged to new one, blockage occurred, however the unit did not display an alarm. The treatment was continued with a back-up device. There was no patient harm. No delay was reported.

Manufacturer narrative:
The associated complaint device was not returned for evaluation, please see below the results of our investigation: as of today, device return has been requested for this complaint but has not yet been made available to the designated complaint unit for a full evaluation. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint and try to determine a root cause. If the device is returned in the future then this complaint may be reopened. A review of the associated manufacturing assembly records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release.